Event description:
Customer reportedly received results of 196 mg/dl on the advantage system and 90 mg/dl on a professional's meter within 10 minutes. No actions taken based on device results. The discrepant results were obtained at a physician's office. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.